Event description:
It was reported that (2) devices were used during a colon resection. It was reported by the rep that the scrub nurse reported to him that the surgeon closed the instrument and fired it on the mesentary and it only fired halfway and then locked out. The scrub nurse also stated that the other staples fell out of the cartridge. This happened with both of the instruments used. The case was completed by using a tlc55 instrument. There was no consequence to the patient.